Event description:
Patient called lfs the day of the event alleging fasttake meter gave 3 different messages, causing customer to not get a reading on meter. Patient was rushed to hospital on the day of the event because customer could not test and use meter. Customer reportedly tried to use meter and meter would read h---or l---or give an error message. Customer did not remember the error message. Customer was rushed to the hospital via paramedic and when arrived at the hospital reading was 4. Replaced meter for customer with an ultra meter as requested with supervisor's approval.